Event description:
It was reported that at the post-operative check for this atrial lead, the threshold had increased to 4.0 v at 0.4 ms. The lead was repositioned, and the resulting threshold was 0.4 v at 0.4 ms. The atrial lead remains in service and no additional adverse patient effects were reported.